Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had the device installed in their back/spine in 2002 and it weakened the patient and took whatever balance they had as a ¿c.p.¿ person. The patient kept falling more and finally had the device removed, but it was noted that the damage was done; the patient wanted their mobility back, wanted to walk as they did before, and be able to get up from the floor like before. It was noted that now it was hard for the patient to take a shower, use the bathroom, etc., and they were stuck using a walker and the pain never stopped. It was indicated that the patient was a poor candidate for the procedure and that the doctor should have taken all this into account, and that the patient cannot do anything to fix this, but this really destroyed their quality of life. No further complications were reported/anticipated.